Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Caller reported that "a replacement surgery already occurred due to capsular contracture and the presence of a liquid which was removed through puncture, examined to eliminate the possibility of having cancer cells and resulted normal". The device has been explanted.

Manufacturer narrative:
The event of capsular contracture and seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade unknown and seroma-late. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Caller reported that "a replacement surgery already occurred due to capsular contracture and the presence of a liquid which was removed through puncture, examined to eliminate the possibility of having cancer cells and resulted normal". The device has been explanted.